Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no x-ray. The issue happened during the diagnosis of cardiac arrhythmia procedure which was completed by using another system. The fse confirmed the reported problem with error message button active, release button to complete startup. Fse found that hand switch cause error by pressing hand-switch. To resolve the issue, the fse released the button from hand-switch and restarted the system, fse replaced the hand-switch. After replacement of the hand-switch the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system produced an error message of ¿button active¿ and would not x-ray. The patient was moved to another room for the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hand switch. The fse replaced the hand switch and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.